Event description:
Letter of representation: on or about (B)(6) 2018 plaintiff was eating soup while operating a wheelchair purchased from (B)(6) medical equipment, when suddenly and without warning a wheel popped out of place causing the soup to spill all over plaintiff's stomach, leg and right side. Based upon the information and belief, defendant's negligence was the proximate cause of the wheelchair malfunctioning cause severe burns to the plaintiff. Plaintiff sustained injuries and burns to her stomach, right leg, right side and other injuries, some or all of which are permanent. As a further direct and proximate result of the negligent conduct of the defendant, plaintiff has incurred and will incur in the future, medical and other expenses related to the treatment of her injuries. Upon information and belief, third party defendant, compass health brands corp., is the manufacturer and/or distributor of the probasics brand wheelchair which is the subject of plaintiffs complaint.